Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, extended opening, weight within specification, fold creases. A microscopic analysis was performed which identified, wear abrasion, stress marks. A sharp opening on posterior in the same location of crease. Based on the device analysis, the final assessment is: a crease sharp opening assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.the event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.